Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device fired and one of the staple lines was missing. The procedure was completed with a competitor¿s device and sutures. There was no patient consequence.